Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, a reporter for the lay-user/patient contacted lifescan (lfs) italy, alleging that the patient¿s onetouch verio reflect meter displayed inaccurate readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for further information. It was not reported when the alleged meter inaccuracy began. The reporter was unable to provide the alleged inaccurate results obtained with the subject meter. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management regimen as a result of the alleged issue. The reporter claimed the patient experienced ¿hypoglycemia¿ after the alleged issue began and received unspecified treatment by emergency medical services. The reporter was unable to provide further information. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged issue began. There is insufficient information to rule out the contribution of the subject meter to the event.